Manufacturer narrative:
It was reported that this tissue expander began leaking after implantation. Upon receipt of the return tissue, expander to pmt, an investigation into the cause of the leak was conducted. The tissue expander was visually inspected and a linear shaped slice or cut was located on edge of the lower pole, near one of the suture tabs. All of the suture tabs were cut or modified. The slice was then placed under magnification for further investigation. While under magnification, the slice appeared to be tapered, indicating it resulted from outside the product. This type of product damaged has been witnessed by pmt engineering if the tissue expander silicone shell has been compromised by a sharp instrument or object. Based on the observed type of product damage and its location, it appears a sharp instrument may have accidentally punctured or nicked the tissue expander's silicone shell when the suture tabs were modified by the user during the surgery, leading to this product leakage.

Event description:
The breast tissue expander was implanted on (B)(6) 2015 and explanted on (B)(6) 2015. Narrative from report: pt visited the doctor on (B)(6), the doctor suspected the implant may have deflated they tried to inflate with 220cc's, the pt ended up coming back the next day and same issue. On (B)(6), the dr went to the operating room and removed the tissue expander and put in a new one. He noticed a pin hole leak on the posterior side of the tissue expander, not folds in the expander or issues with placement.